Event description:
The customer stated that the insulin pump alarmed, then the screen went blank. The insulin pump also vibrated, but nothing was on the screen. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No vibration anomaly was noted. Unable to verify the alarm due to the blank display.